Event description:
Additional information reported patient system was explanted on (B)(6) 2025. Patient was prescribed antibiotics to address the infection.

Manufacturer narrative:
During processing of this event, patient's weight was requested but not received.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was prescribed antibiotics to address the infection. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Patient's weight is unknown.

Event description:
It was reported patient experienced infection at the ipg site. Surgical intervention was undertaken wherein the system was explanted to address the issue.